Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their ins battery was not lasting quite as long as it used to. They noted that the ins battery used to last for 8-9 days but now it barely lasts in a week. Pt mentioned that this change has been gradual over the past 6¿8 months and that they have been needing to charge more frequently than before. Pt added that they haven't changed anything on their therapy settings. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.